Manufacturer narrative:
Method: device ECG was evaluated for this incident. Conclusion: the rhythm changed from a non-shockable rhythm to a shockable rhythm, however, the pads were removed before the device prompted shock decision.

Event description:
Subject was not resuscitated. (B)(4).